Event description:
Patient had bipolar done 8-2012 and has developed groin pain indicative of acetabulum arthritis. The bipolar was removed and a cup was inserted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had bipolar done (B)(6) 2012 and has developed groin pain indicative of acetabulum arthritis. The bipolar was removed and a cup was inserted.